Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, no capture, undersensing, and no sensing. The lead was programmed off. A lead replacement was attempted, however, it was unsuccessful due to difficult access by the patient's anatomy. The lead remains in the patient at present and it will be replaced at a later time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.